Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable infusion pump delivering an unknown medication at an unknown concentration and dose. The indication for use was noted as intractable spasticity. It was reported that the patient had a bent spine due to their device. The event date was unknown. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the device was a pump for severe spasticity. The event date was noted as (B)(6) 2016. The patient's gablofen was slowly increased to 360.0 mcg/day and started falling hard (7-10 times). The patient had x-rays, cat scans, physical therapy twice. The bent spine issue was not resolved and the patient's weight was (B)(6).